Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a moderately calcified lesion in the common iliac and external iliac artery. Atherectomy and pre-dilatation with an unspecified balloon catheter was performed. A 6.0x60mm supera self-expanding stent system (sess) was advanced to the target lesion with no difficulties through a 6fr sheath. The sess was deployed per the instructions for use at the target lesion successfully; however, the nose cone separated from the device. A snare device was used in an attempt to retrieve the nose cone but was unsuccessful. The detached nose cone remains free floating in the patient anatomy. There was no resistance during advancement or during deployment of the device. The patient remained stable. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported tip detachment. It may be possible that during deployment, while the thumbslide was being advanced and retracted, the tip became caught within the stent and as the thumbslide was retracted, the tip separated. However, this could not be confirmed. The additional treatment was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.